Event description:
A ventilator was returned to the manufacturer service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, an issue related to the device's display was observed. The issue was caused by a communication failure between the therapy and display boards. The device was scrapped.